Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. ¿ no penetrating nick.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Healthcare professional later reported, "hole, non-specific". The device has been explanted and replaced.